Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding pain involving an x3 triathlon cs ins size 4 11mm was reported. The event was confirmed. A review of the provided medical records by a clinical consultant indicated: ¿according to information from stryker orthopaedics this patient¿s implants are not subject to a recall. In this morbidly obese patient there is no evidence that the clinical problems described in the event description are related to factors of faulty prosthetic design, manufacturing, or materials.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The reported devices are not part of a recall. The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related.

Event description:
It was reported that the patient has triathlon tka in both knees. The patients' right knee did not feel quite right since the index surgery compared to her left knee which was uneventful. Now that she is limping, the left knee is starting to bother her. X-rays have been taken and according to her doctor, show no issue. The right knee cannot bend to a 90 degree angle to put her feet flat on the floor while sitting. She is starting to have difficulty with daily activities and the care of her grandchild. This patient has read about recalls on the internet and would like to know if any of her implants were subject to a recall.

Event description:
It was reported that the patient has triathlon tka in both knees. The patients' right knee did not feel quite right since the index surgery compared to her left knee which was uneventful. Now that she is limping, the left knee is starting to bother her. X-rays have been taken and according to her doctor, show no issue. The right knee cannot bend to a 90 degree angle to put her feet flat on the floor while sitting. She is starting to have difficulty with daily activities and the care of her grandchild. This patient has read about recalls on the internet and would like to know if any of her implants were subject to a recall.